Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a small amount of liquid leaked inside the right side of the coulter lh 500 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced a leaking quick disconnect (qd2) and clipped tubing ends to ensure a secure fit and resolved the issue.

Manufacturer narrative:
(B)(4).